Manufacturer narrative:
Additional information/correction: additional information was received that the explant date was (B)(6) 2023, not (B)(6) 2023 as previously reported in the initial MDR. Therefore this supplemental report is capturing this additional and corrected information. The following section has been updated accordingly: section d6b: if explanted, give date: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2023. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the surgeon plans to explant the fully implanted intraocular lens (iol) due to glare. Through follow-up, it was learned that the iol was explanted in a secondary procedure. Another johnson and johnson lens was implanted as replacement (different model, diu225, different diopter, +25.0). The device was discarded. No further information was provided.